Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was used to treat the graft 1st diagonal. Approximately 2 days post procedure patient suffered mi and was treated with hospitalization and medical management. The investigator assessed the event as not related to the index device or to the anti-platelet medication. The sponsor assessed the event as possibly related to the index device not related to the anti-platelet medication the patient recovered.